Event description:
It was reported that the patient experienced a hematoma within a month of a crt-d implant. During the pocket revision, when the device was hooked up to the leads, r waves were undersensed. When the leads were tested through the analyzer, the r waves were in range (20 mv vs. 0.4 to 0.5 mv through the device). The physician tried different modes, reprogramming, and reconnecting several times to no avail. The device was explanted and replaced, and the physician requested a new device. There were no sensing issues with the replacement device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.